Manufacturer narrative:
As reported in precise study, patient (120001) experienced in-stent restenosis. A 10x30 precise pro rx stent as placed. Approximately 12 months prior to procedure, patient was diagnosed with carotid artery disease (cad). The patient had persistent symptoms, possible stroke. The femoral artery was used for access. A 10mmx 30mm precise was used with a 6f delivery system was used for stent delivery. The lesion was 12mm in length and 8.07m in diameter. The lesion had moderate calcification. The subject underwent an index carotid artery intervention for treatment of an extracranial left internal carotid artery lesion. A single precise carotid stent was implanted to treat one target lesion. The procedure was performed under local anesthesia using femoral arterial access. Pre-dilation was performed prior to stent placement, and the stent was successfully delivered, fully deployed, and expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was approximately 20%, and no target lesion revascularization occurred between the index procedure and hospital discharge. No adverse events were reported during the index procedure, and device deployment and expansion were documented as successful. The first follow-up occurred at approximately 1-month post-procedure, during which clinical assessment identified no adverse events and no device deficiencies, including no stent migration, fracture, thrombosis, embolization, or restenosis. No reintervention was required at this time. At approximately 12 months post-procedure, follow-up evaluation identified in-stent restenosis, documented as a device deficiency. Imaging demonstrated significant residual stenosis, and this finding prompted further clinical management. A target lesion revascularization was performed using percutaneous transluminal angioplasty with a drug-coated balloon (pta-dcb). The stent remained implanted and in situ. The restenosis event was associated with a non-serious adverse event, classified as not related to the study device and not related to the index procedure, and was documented as resolved following treatment. Subsequent follow-up at approximately 12 to 13 months post-procedure confirmed successful revascularization, with imaging showing improved luminal patency and no evidence of stent fracture, migration, embolization, or thrombosis. No new adverse events were reported during this interval. At approximately 28 months post-procedure, follow-up imaging with duplex ultrasound demonstrated stable stent position and residual stenosis of approximately 20%, without clinical symptoms. No additional device deficiencies or adverse events were reported, and no further revascularization was required. At approximately 54 months post-procedure, continued follow-up again showed no new device deficiencies, no adverse events, and stable stent performance on imaging. Residual stenosis remained non-critical, and no intervention was indicated. The final documented follow-up occurred at approximately 98 months post-procedure, exceeding the protocol-required five-year follow-up period. At this time, the subject demonstrated long-term stent patency, no recurrent restenosis requiring treatment, no stent fracture, migration, thrombosis, or embolization, and no unresolved adverse events. The study concluded with successful long-term follow-up completion, and data collection was closed per protocol requirements. This was labeled as a non-serious adverse event.the device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided.in-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process; it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient (has history of dyslipidemia, and type ii diabetes), procedural, pharmacological, and lesion, especially since the restenosis was noted 12 months after stent implantation. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported in precise study, patient (120001) experienced in-sent restenosis. A 10x30 precise po rx stent as placed. Approximately 12 months prior to procedure, patient was diagnosed with carotid artery disease (cad). The patient had persistent symptoms, possible stroke. The femoral artery was used for access. A 10mmx 30mm precise was used with a 6f delivery system was used for stent delivery. The lesion was 12mm in length and 8.07m in diameter. The lesion had moderate calcification. The subject underwent an index carotid artery intervention for treatment of an extracranial left internal carotid artery lesion. A single precise carotid stent was implanted to treat one target lesion. The procedure was performed under local anesthesia using femoral arterial access. Pre-dilation was performed prior to stent placement, and the stent was successfully delivered, fully deployed, and expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was approximately 20%, and no target lesion revascularization occurred between the index procedure and hospital discharge. No adverse events were reported during the index procedure, and device deployment and expansion were documented as successful. The first follow-up occurred at approximately 1 month post-procedure, during which clinical assessment identified no adverse events and no device deficiencies, including no stent migration, fracture, thrombosis, embolization, or restenosis. No reintervention was required at this time. At approximately 12 months post-procedure, follow-up evaluation identified in-stent restenosis, documented as a device deficiency. Imaging demonstrated significant residual stenosis, and this finding prompted further clinical management. A target lesion revascularization was performed using percutaneous transluminal angioplasty with a drug-coated balloon (pta-dcb). The stent remained implanted and in situ. The restenosis event was associated with a non-serious adverse event, classified as not related to the study device and not related to the index procedure, and was documented as resolved following treatment. Subsequent follow-up at approximately 12 to 13 months post-procedure confirmed successful revascularization, with imaging showing improved luminal patency and no evidence of stent fracture, migration, embolization, or thrombosis. No new adverse events were reported during this interval. At approximately 28 months post-procedure, follow-up imaging with duplex ultrasound demonstrated stable stent position and residual stenosis of approximately 20%, without clinical symptoms. No additional device deficiencies or adverse events were reported, and no further revascularization was required. At approximately 54 months post-procedure, continued follow-up again showed no new device deficiencies, no adverse events, and stable stent performance on imaging. Residual stenosis remained non-critical, and no intervention was indicated. The final documented follow-up occurred at approximately 98 months post-procedure, exceeding the protocol-required five-year follow-up period. At this time, the subject demonstrated long-term stent patency, no recurrent restenosis requiring treatment, no stent fracture, migration, thrombosis, or embolization, and no unresolved adverse events. The study concluded with successful long-term follow-up completion, and data collection was closed per protocol requirements. This was labeled as a non-serious adverse event.

Event description:
As reported in precise study, patient (B)(6) experienced in-sent restenosis. Approximately 12 months prior to procedure, patient was diagnosed with carotid artery disease (cad). The patient had persistent symptoms, possible stroke. The femoral artery was used for access. A 10mmx 30mm precise was used with a 6f delivery system was used for stent delivery. The lesion was 12mm in length and 8.07m in diameter. The lesion had moderate calcification. The subject underwent an index carotid artery intervention for treatment of an extracranial left internal carotid artery lesion. A single precise carotid stent was implanted to treat one target lesion. The procedure was performed under local anesthesia using femoral arterial access. Pre-dilation was performed prior to stent placement, and the stent was successfully delivered, fully deployed, and expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was approximately 20%, and no target lesion revascularization occurred between the index procedure and hospital discharge. No adverse events were reported during the index procedure, and device deployment and expansion were documented as successful. The first follow-up occurred at approximately 1 month post-procedure, during which clinical assessment identified no adverse events and no device deficiencies, including no stent migration, fracture, thrombosis, embolization, or restenosis. No reintervention was required at this time. At approximately 12 months post-procedure, follow-up evaluation identified in-stent restenosis, documented as a device deficiency. Imaging demonstrated significant residual stenosis, and this finding prompted further clinical management. A target lesion revascularization was performed using percutaneous transluminal angioplasty with a drug-coated balloon (pta-dcb). The stent remained implanted and in situ. The restenosis event was associated with a non-serious adverse event, classified as not related to the study device and not related to the index procedure, and was documented as resolved following treatment. Subsequent follow-up at approximately 12 to 13 months post-procedure confirmed successful revascularization, with imaging showing improved luminal patency and no evidence of stent fracture, migration, embolization, or thrombosis. No new adverse events were reported during this interval. At approximately 28 months post-procedure, follow-up imaging with duplex ultrasound demonstrated stable stent position and residual stenosis of approximately 20%, without clinical symptoms. No additional device deficiencies or adverse events were reported, and no further revascularization was required. At approximately 54 months post-procedure, continued follow-up again showed no new device deficiencies, no adverse events, and stable stent performance on imaging. Residual stenosis remained non-critical, and no intervention was indicated. The final documented follow-up occurred at approximately 98 months post-procedure, exceeding the protocol-required five-year follow-up period. At this time, the subject demonstrated long-term stent patency, no recurrent restenosis requiring treatment, no stent fracture, migration, thrombosis, or embolization, and no unresolved adverse events. The study concluded with successful long-term follow-up completion, and data collection was closed per protocol requirements. This was labeled as a non-serious adverse event.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.